Event description:
Went in to have cool sculpting zeltiq done on my abdomen. The result is a permanent indentation on two sides of my stomach. They have tried to correct the problem on two separate occasions and the result is still the same. Dose or amount: 1 hr session; 1 time; epidural. Reason for use: remove small pocket of fat at top of abdomen.